Event description:
On 3/5/99 the physician elected to apply a 30000 fixator labeled as demo to a pediatric pt rpesenting with a closed oblique fracture of the femur. During the surgery, the dr found the 3.5/4.5 bone screws used for the pt were shorter than required which caused the fixator body to rest against the pt's thigh. However, he was able to reduce the fracture to the desired position and lock the fixator into that position. At follow-up, the dr visually observed and noted through the x-rays that the fracture was not in the desired position any longer and reduction was lost. On 3/9/99 the pt was brought in and put under general anesthesia and a new 30000 fixator was applied to the pt using the current bone screws. The new fixator also rested on the pt's thigh. On 3/12/99 the pt was brought in for loss of reduction and put under general anesthesia so the fracture could be re-reduced and the fixator locked into position. On 3/15/99 it was observed that the pt lost reduction again, and was therefore brought in and put under general anesthesia to have the fracture re-reduced. The dr elected at this point to replace the bone screws and model 30000 fixator with new bone screws and a model 10028 fixator. This is a slightly longer model fixator than the 30000 model, and is in the 10000 series model fixators that the operative technique suggests for use with this fracture. The application of the replacement fixator was completed with no complications noted. This was the dr's first use of external fixation from orthofix.